Event description:
At this point, it was noted by operating room staff, and they informed me, that the clips that had just been applied were expired. As I am unaware of a way to open and remove the clips once they've been deployed; I was unsure if an "expired clip" was somehow less effective than a non-expired one, a new set of "non-expired" clips was opened and new clips were placed right next to the first set of clips, first on the right tube, then on the left tube. Now, each tube has 2 filshie clips on it next to each other at the isthmo-ampullary junction. FDA safety report ID# (B)(4).